Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, staples malformed. After fired, found the staples malformed. Suture was used to sew the wound. There were no adverse consequences to the patient.